Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: downstream occlusion and high alarm silenced: downstream occlusion were recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the downstream occlusion (dso) sensor was not operating as intended, was out of calibration and was the root cause of the reported issue. Service will recalibrate the device and perform a full standard preventive maintenance. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
No patient involvement as event occurred during testing . Date of event occurred on (B)(6) 2020.

Event description:
Additional information received on event.

Event description:
It was reported that the device was given functional testing and did not meet with specifications for occlusion pressure before alarm was triggered. No patient involvement.